Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the single-use holmium laser fiber was defective. It was further noted that the fiber optics was broken 10.2cm(centimeters) and 30.5cm(centimeters) from the distal tip. There were no reported serious injuries to the patient as a result of the product problem.